Manufacturer narrative:
Investigation pending.

Event description:
On an unspecified date, the patient presented into the facility with abdominal pain. The patient's urine was tested twice on the consult hcg urine cassette. The results were read at 3 minutes and showed a negative result. Then when the results were read at 6 minutes, the results showed a positive result. No result was interpreted based off these tests. The patient was sent for bloodwork on an unspecified date. The results of the bloodwork revealed an "hcg level of 7" and the patient was determined to be pregnant. No treatment was provided based off the questionable rapid result and no adverse patient outcome was reported. No further information was provided. Troubleshooting was attempted with the customer. The customer could not discuss and troubleshoot further at the time of the call.

Manufacturer narrative:
Retention products for the reported lot number were tested with qc cut-off hcg standard (20 miu/ml). All test devices produced expected positive results at the 3-minute read time. Additionally, retention devices were also tested with clinical negative urine. All test devices produced expected negative results at the read time. No changes in results were observed during in house testing. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. The reported complaint was not replicated as retention products performed as expected. A root cause could not be determined based on the information provided. Per the package insert, a sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region after an extended period of time. Because of the high sensitivity of this test, results should be read between 3 and 5 minutes only. A result seen after these times could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used.